Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.